Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A technician reported a case of blurred distance vision, observed at one week post lasik procedure. Reporter indicated the patient complained of rainbow halos. Reporter relayed upon slit lamp exam flap was clear and anterior chamber deep and quiet. Additional information has been requested.